Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. The instrument was evaluated for preventative maintenance, inspected, tested without further problem, and returned to service. The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. The instrument was evaluated for preventative maintenance, inspected, tested without further problem, and returned to service.